Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Uveitis, iop increase, inflammation goniosynechiae and stent obstruction are identified in the labeling as known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, a causal link between the reported event and device cannot be identified at this time. MFR# reference: (B)(4). Please reference MFR report number 2032546-2018-00073 for the patient's left eye (os).

Event description:
It was reported through a post market study that a patient presented with iop increase on day one (1) following uneventful cataract plus trabecular micro-bypass stent surgery in the right eye. The iop was subsequently treated with steroids and reported as resolved. At one (1) month post-op examination, the patient presented with uveitis deterioration associated with peripheral anterior synechiae (pas) formation. The uveitis and pas were treated with steroids. At seven (7) weeks postop, an iop increase characterized as ¿not serious¿ was observed. A selective laser trabeculoplasty (slt) was performed for the iop, and the patient's iop reportedly improved. At six (6) months post-op examination, both uveitis and pas persist without improvement, and a stent obstruction was observed. The surgeon observed pas formation around the circumference of the anterior chamber (ac), likely chronic inflammation. No additional information is available at this time. This report references the patient's right eye.

Event description:
The following additional information was received. Reportedly, the stents required removal following bilateral stent implantations. Additional information was not available. This supplemental report references the patient's right eye.

Manufacturer narrative:
MFR#: reference: (B)(4). Please reference report#: 2032546-2018-00073 for the patient's left eye (os).